Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The caller reported that the patient¿s ins would stop randomly and then turn back on within seconds. The patient was not using adaptive stimulation. The patient had no falls or trauma. The caller stated that the electrode impedances looked normal, between 500-2000 ohms. The patient was to keep a log of when the issue occurred. Follow up was conducted.